Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty treatment procedure, shaft break occurred. The 8mm x 2.50mm nc quantum apex balloon catheter was selected. As the balloon was being prepared and loaded into an unspecified guide wire, the shaft snapped in half. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Age at time of event - corrected from (B)(6). (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty treatment procedure, shaft break occurred. The 8mm x 2.50mm nc quantum apex balloon catheter was selected. As the balloon was being prepared and loaded into an unspecified guide wire, the shaft snapped in half. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.